Manufacturer narrative:
Method: the actual devices and lot numbers were reported to be not available for return. As a lot number was not provided, a review of the device history record (DHR) cannot be conducted. However, a use review was conducted. Results: as the devices and lot numbers are unavailable for analysis, no methods were performed. For this reason results cannot be obtained. The use review indicated that the pump was underfilled. It was reported that the pump was filled to a total fill volume of 233 ml. The nominal fill volume is 270ml. Conclusions: limited info was provided by the reporter. The devices were not returned to halyard for eval, therefore we are unable to determine the cause of the reported event. It was reported that the pump was filled to a total volume of 233ml. The use review indicated that the pump was underfilled. The nominal fill volume is 270ml. No pt injury occurred except for some nausea. No medical intervention was given. An instructions for use (IFU) (14-60-591-0-04) and technical bulletins (ml-0019-priming technique for elastomeric pumps nad mk-00585-factors affecting flow rate, homepump c-series) were sent to the customer. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.

Event description:
Fill volume: 233ml; flow rate: 5ml/hr; procedure: chemotherapy; cathplace: chest (port-a-cath); please ref (B)(4); incident #2 of 6: it was reported by a pharmacist that the homepump infusions ended "5-10 hours too early". The pumps were expected to end in 46 hours. There have been a total of 5 recent incidences that occurred during the winter, however the issue has occurred during the summer (warmer months) as well (exact number of times was unk). No pt injury has occurred except for some nausea. No medical intervention was given. It was reported that the actual devices and lot numbers are not available. Add'l info has been requested however is not available at this time.